Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis confirmed that the device was in safety mode. Review of memory noted three memory faults occurred within 6 seconds of each other. Those faults put the device into safety mode. The memory was corrected and the device went into normal operation. Following the memory correction the device communicated normally with the programmer. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to determine the cause of the memory faults.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert that the pacemaker had reverted to safety mode. Boston scientific technical services (ts) was consulted and discussed that the device had limited function and should be replaced urgently. The patient was brought in for a change out procedure and upon interrogation a code was displayed which indicated a device reset had occurred. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.